Event description:
Meter was received a year ago and strips opened less than 2 weeks ago. Customer is getting readings of 261, 189, 177, 167, and 173. Normal readings are between 120 and 130's.  Customer feels it's the meter and not the strips and requested a new meter.